Event description:
It was reported that the device volumetric flow difference was greater than 6 percent. The event occurred during restocking checks and annual preventive maintenance. There was no patient involvement and no patient harm.

Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed a cracked battery compartment and bubbled downstream occlusion (dso) seal. Event history log review was not applicable. Functional testing was able to partially replicate the reported issue; flow accuracy error was replicated but was not greater than 6 percent. The root cause was determined to be the expulsor being too high. The expulsor was trimmed. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.